Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and shut down on its own. A field service engineer (fse) found that the station was down and attempted to restore power to the device but was unsuccessful as the device remained without power. The issue was isolated to the auxiliary cabinet flat flex power cable at the auxiliary full-height drawer 4. The rear controller boards were checked using a multimeter, and all readings were within tolerance. There was no damage to the retractor or the controller boards, and the system was responsive. A final test was performed. Afterward, the pharmacy technician confirmed and verified the restoration of power, and the auxiliary full-height drawer 4 was successfully inventoried. Fse dusted the e drawer and installed back up battery, rear bumper kit, and network plugs and checked all cables and light emitting diode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station unexpectedly shut down and the screen turned black. There were no adverse events or injuries reported based on this event.